Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead, ubd: 14-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that impedances were ¿out¿ (greater than 40,000 ohms) during the impedance test and connectivity check regardless of port connection in the new implantable neurostimulator or wireless external neurostimulator. The concern was regarding one of the two pre-existing leads during battery change. All of the other impedances were in an acceptable range for the other lead which was also tested in all implantable neurostimulator ports and wireless external neurostimulator contacts. All possible reference electrodes were selected with no change in high impedance values on the ¿bad¿ lead. The impedances were not checked prior to the implantable neurostimulator replacement. Manufacturer's records indicate that one lead was replaced. There were no further complications reported or anticipated. Refer to manufacturer report #: 3004209178-2018-05590.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the account has not released the product for return. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.